Event description:
I am using the dexcom g6 continuous glucose monitor to help manage my type 1 diabetes. The date listed above is one of multiple days of issues over the last several months. The cgm readings and finger sticks to measure blood sugar have had exceedingly wide variances. Or more points. As instructed by dexcom I use the finger stick results to recalibrate the cgm to hopefully provide more accurate readings. As someone who attempts to maintain tight blood sugar control these wide variance are unacceptable and could cause dangerous low or high blood sugars. Also there have been several incidents where the dexcom sensor fails to work long before the 10 day expected use has expired. Dexcom 62 mg/dl, finger stick 148 mg/dl 1:48 am (B)(6) 2025 dexcom 11:26 am 102 mg/dl, finger stick 174 mg/dl, dexcom 4:32 pm 112 mg/dl finger stick 193 mg/dl.